Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of power reboot. Investigation found that the returned battery cap was damaged with the spring and metal insert missing. The pump was unable to power on with the damaged battery cap. The reported power issue was confirmed and duplicated. The battery cap was replaced with a test battery cap and the pump powered up and functioned properly. No other defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump did not power on after a battery change and several attempts with new batteries failed to reboot the pump. Reporter stated that there was no trauma to the pump and the battery cap or the pump were undamaged. No evidence of moisture or corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.